Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box showed a loss of prime warning associated with a low non-zero force event on (B)(6) 2014. The returned battery cap was able to be fully tightened to the pump and was used to complete all testing. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force senor calibration check was observed to be out of specifications. The pump cover was removed and the force sensor resistance was found to be in specifications at 8.1k ohms. There was no contamination or damage to the force sensor circuit observed. The complaint was confirmed in the pump history but not duplicated during the investigation. Unrelated to the loss of prime issue, a crack was observed at the case seal of the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that loss of prime warnings had occured with multiple boxes of cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.